Event description:
It was reported that the preloaded toric intraocular lens (iol) is planned for an iol exchange to a monofocal lens as the patient is bothered by halo and glare at night. The patient has 20/20 vision and j1 near acuity in both eyes. The patient cannot perform prior to surgery like driving at night has affected the daily activity. Preoperative best corrected visual acuity (bscva) was 20/30 and 20/20 , postoperatively. No unplanned incision enlargement, vitrectomy, or sutures required. The patient is temporarily impaired. The lens is not available for return as it remains implanted. Additional information received on march 31, 2026, confirmed that explant was performed from the right eye (od). The replacement lens is a non¿johnson and johnson lens. The patient is unable to exercise and is unsure if this is due to the iol or another cause. The patient is neither overcorrected nor under corrected and did not lose two or more lines of bscva (best spectacle corrected visual acuity). The preoperative refraction was +1.00 +0.50 × 144 with a bscva of 20/25. The postoperative refraction was plano sphere with a bscva of 20/20. The intended target refraction was plano, and the postop refraction after lens exchange was 20/30 uncorrected. A suture was required to secure the main incision after iol explant. The patient was prescribed multiple dry eye treatments, including restasis, vevye, and meibo. The patient is doing okay two days after the lens exchange.no further information provided. This report is to capture the event for the od. There is a separate report to capture the event for the os.

Manufacturer narrative:
Section a4: weight: unknown/ requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.